Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced sensitivity to the sensor tape on (B)(6) 2016. Date of issue is an approximation. Patient's mother stated that the patient has been working extensively with a doctor but has not found a good solution yet. No additional event or patient information was provided.